Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that the day following the implant of a transcatheter bioprosthetic valve, while ambulating in rehabilitation, the patient reported left groin pain. A left groin hematoma was noted and surgical exploration with primary repair, arteriotomy and evacuation of a hematoma of the left superficial femoral artery was performed. No further adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the delivery catheter system (dcs) access site was the right femoral site. The physician confirmed the hematoma was unrelated to the delivery catheter system (dcs).

Manufacturer narrative:
System reported concomitant product: h10 example: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutr-26-c, serial/lot #: (B)(6) ubd: 16-jun-2017, UDI#: (B)(4). Updated data: a1, b2, b3, b5, d4, d8, d10, g1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the day following the implant of this transcatheter bioprosthetic valve, while ambulating in reh abilitation, the patient reported left groin pain and experienced hypotension and cardiac arrest for 15-30 seconds. Cardiopulmonary resuscitation (CPR) was initiated. A left groin hematoma was noted and surgical exploration with arteriotomy and evacuation of a hematoma of the left superficial femoral artery was performed. No further adverse patient effects were reported. Additional information received clarified further details of the event. The baseline hemoglobin and hematocrit measured 12.6 grams per deciliter (g/dl). The baseline body temperature was 97.6 degrees fahrenheit (f). During the valve implant procedure, a small pericardial effusion post valve deployment was noted. This pericardial effusion was noted again the following day but was not observed on the discharge echocardiogram 6 days following the implant procedure. Cardiac perforation was not observed. Treatment was not required. The physician indicated the pericardial effusion was procedural related. Following the valve implant procedure a chest x-ray noted a small left pleural effusion. The effusion was treated with a diuretic. The effusion was not resolved at discharge. The day following the valve implant procedure while ambulating dizziness, diaphoresis, and shortness of breath also occurred. With the hypotension, the systolic blood pressure measured in 70 millimeters of mercury (mm hg) range. As result, the patient was seated in a chair and became unresponsive. Advanced cardiovascular life support (acls) provided including a normal saline bolus and a vasopressor infusion. Cardiogenic shock occurred and the event resolved the same date as onset. The physician indicated the event was related to the implant procedure. Hemorrhagic shock developed from bleeding left femoral artery. An enlarging left groin hematoma was identified. The hemoglobin dropped to 9.8 g/dl as result. The day following the valve implant the hematoma repair occurred and following the repair the hemoglobin measured 8.2 g/dl. Acute blood loss and anemia occurred following the hematoma vascular surgery. One unit of platelets was administered. The bleeding event prolonged hospitalization, resolved the same date as onset, and was reported as valve implant procedural related. Also the day following the valve implant, volume overload occurred which required an intravenous diuretic which was transitioned to an oral diuretic. Lower extremity edema was present. The blood urea nitrogen (bun) and creatinine were stable and sodium values were within normal limits. The patient was still being treated at discharged and would be followed as outpatient in 30 days. Additionally, the body temperature declined to 96.8 f and body chills developed. Warm blankets were utilized and the temperature improved to 98 f. The hypothermia resolved the same day as onset. The hypothermia was reported as related to the valve implant procedure. The following day hypotension associated with the cardiogenic shock, with a measurement of 96/38 mmhg, required temporary pressor support medication. The hypotension resolved 2 days following onset with a reported reading of 116/61 mmhg. The hypotension was reported as related to the valve implant procedure. An increase effort to breath occurred. Acute respiratory failure occurred post-operatively. As result, intubation was performed and medications were administered. The patient improved, the patient was weaned off and extubated. The acute respiratory failure was reported as unrelated to valve implant procedure and medtronic products. Three days following the valve implant and 2 days following the vascular surgery repair, a hypotensive episode occurred which required medication (pressors) and two units of packed red blood cells with a hemoglobin of 6.7 g/dl. The patient was discharged 6 days following the vascular repair with a measured hemoglobin of 7.7 g/dl. The blood loss anemia event resolved the same days as discharge. The physician reported the event as unrelated to the valve implant procedure and unrelated to the medtronic products. A repeat chest x-ray 12 days following the valve implant procedure showed no pleural effusion. The pleural effusion was reported as resolved. The physician indicated the pleural effusion was related to the valve implant procedure. At the 30-day appointment sodium measu red137 mmol/l which was reported within normal limits. The volume overload event resolved at the 30-day timeframe. The physician reported the volume overload was unrelated to the implant procedure and medtronic products. The cause was not reported. Approximately 49 days following the valve implant procedure the swelling in the patient¿s left groin had not resolved and was unchanged. The nurse advised the patient to go to the emergency department (ed). Ultrasounds were performed and were negative. Laboratory draws were within normal limits. The groin site was reported as healing and the patient was sent home. The physician indicated this hematoma was related to the valve implant procedure. Following this ed visit there was no further report of the hematoma. The hematoma event was resolved approximately 6.5 months following the valve implant.

Event description:
Additional information received indicated the minimum diameter of the access vessel was 7.4 millimeters (mm). The left groin hematoma was secondary to walking.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.